Event description:
It was reported that the device illuminated the service indication. Physio-control evaluated the device and found it unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and was unable to duplicate the reported failure to deliver therapy. However, it was observed that a filter, designator fl29 was broken, which affected the positive portion of the biphasic waveform. The therapy pcb assembly would still deliver the negative portion of the waveform, mimicking a monophasic defibrillation shock. Further cause of the reported failure could not be determined.